Event description:
It was reported that the ventilator alarmed, the screen was black, and the ventilation was not operating when the nurse checked on the device. The ventilation was continued by ambu bag. It was reported that there was no patient injury.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the ventilator alarmed, the screen was black, and the ventilation was not operating when the nurse checked on the device. The ventilation was continued by ambu bag. It was reported that there was no patient injury.

Manufacturer narrative:
The investigation was based on the log file and the returned power supply of the affected device. The log entries confirm that the device performed a warmstart on 5th september 2022 at 7:44:36 during active ventilation. After the device restarted the failure code 40.0200 is logged at 7:45:06 which indicates an issue concerning the power supply. At 7:45:46 the device was switched off by the user. The analysis of power supply revealed a faulty internal colling fan which caused the power supply to overheat. As the internal battery in this case was either deeply discharged or damaged, the device performed a warmstart after switching to battery operation. In case the power supply overheats, the device generates a device failure alarm and switches form ac power to internal battery until the temperature of the power supply is reduced again. The switch is accompanied by the alarm message ¿int. Battery activated¿ and ongoing ventilation will be continued. During the discharging process savina indicates ascending alarm messages from ¿int. Battery low¿ to ¿int. Batt. Almost discharged¿. When the battery is completely discharged, the system shuts down and generates an acoustical power supply failure alarm. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.